Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device had a lead integrity alert (lia) triggered. Upon interrogation, the right ventricular (rv) lead exhibited two high rate non sustained episodes, and thirty short v-v intervals. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.